Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was admitted to intensive care unit due to hyperglycemia, diabetic ketoacidosis and feeling dizzy, on (B)(6) 2019 with unknown blood glucose value and treat with saline solution and insulin drips at hospital. Customer was unable to complete care link upload. The device will not be returned for analysis.